Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant there was a pacing lead perforation causing pericardial effusion. It was also noted that the doctor could not confirm whether the ra or rv lead caused the patient's symptoms. Both leads were attempted and not used as they were exposed to the effusion. No further patient complications have been reported as a result of this event.